Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 74 mg/dl (aviva) and 153 mg/dl (advantage). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous high accutni result above the acute myocardial infarction (ami) cutoff for one patient generated by unicel dxc 600i synchron access clinical system. The sample was repeated on the same and an alternate unit and lower results within the normal reference range were obtained. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system. (B)(4).